Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and revealed multiple ¿cassette not attached properly¿ alarms. A review of the 12-month service history indicated that the previous repair, completed on may 30, 2025, was for preventive maintenance and was not related to the current complaint. The device underwent visual and functional inspection, during which the upstream occlusion (uso) sensor was found to be defective. The complaint reported by the user was therefore confirmed. The probable cause of the issue was identified as a faulty uso sensor. The uso sensor was subsequently replaced.

Event description:
It was reported that the pump experienced a cassette failure during a routine preventive maintenance inspection. An investigation of the event log history identified multiple ¿cassette not attached properly¿ alarms. The root cause was determined to be a defective upstream occlusion (uso) sensor, which led to the malfunction. As a result, the event is considered reportable. No patient was involved, and no adverse events were reported.